Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a needle hole in the needle chamber was noted. No crack between the siphon guard and the valve could be found. No occlusions were noted. There was a leak at the needle hole in the needle chamber, no other leaks were noted. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the patient became symptomatic with shunt and symptoms were not relieved with reprogramming adjustment. Revision surgery was scheduled. A crack between the siphonguard and valve housing was found upon inspection and testing of the valve. The valve was removed and replaced with a medtronic valve. Patient is in good condition. The broken part will be returned for inspection.